Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port was damaged resulting in difficulties charging the pump. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose value was approximately 100 mg/dl.